Event description:
Reporter received info from cardiac surgeon at reporting facility that four pts with this device developed a clot within the stent. Three pts developed the clot over 30 days after implantation. Current condition of these pts is unknown by reporter.